Event description:
It was reported that the customer expressing that the pcu had wifi vulnerabilities. These vulnerabilities are due to the specifications and implementation of the wireless lan standard ieee 802.11, which affect various wireless lan devices that comply with the standard. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.